Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 62 mg/dl, 339 mg/dl, 127 mg/dl, 92 mg/dl, 71 mg/dl and 86 mg/dl. No adverse event reported. Alleged test strips have been depleted; only vial is available. Requested return of suspect device and replacement was sent.